Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown baclofen (2000mcg/ml, 823.6mcg/day) in an implantable pump for intractable spasticity. A motor stall was seen upon initial interrogation following and MRI on (B)(6) 2016. The pump had not been interrogated until (B)(6) 2016. There were no alarms or patient symptoms. The MRI was not performed due to a suspected problem with the device or therapy. A motor stall recovery was not seen in the pump logs; had not been less than 2 hours since exiting the MRI field. It was suggested to re-interrogate the pump with the call disconnected. The hcp was advised to periodically interrogate the pump for stall recovery. The hcp was refilling the pump with lioresal on (B)(6) 2016 (unsure was type of baclofen was currently in the pump). The patient had an underlying condition of altered mental status (unrelated to the device/therapy), so the hcp was unable to give further detail.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.